Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this screwdriver broke during surgery, we do not know what happened.

Event description:
Additional information received indicated that the metal connection part broke into two pieces, but were easily removed. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: "the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: b5. Updated: h6 (medical device problem code) to capture broken: fragment removed from wound. Corrected: g1.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received on 20 jun 2022 stated that the instrument broke into two pieces and fragments easily removed.